Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump displayed error message: safety-s. Complaint ID #(B)(4).

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that the hl20 pump showed error message: "safety-s" during checking of the machine. No harm to any person reported. A getinge field service technician was onsite and investigated the unit in question. He checked the device for potential failures in the related area (function check of the pump). The problem was solved by replacing the pump control board. The device was put back in use. Thus the reported failure could be confirmed. Device was manufactured in 2013-11-15 . The review of the non-conformities during the period of 2013-11-15 to 2021-10-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The defective part was not returned for further investigation. Therefore no technical investigation could be performed. However the reported error message "safety-s" could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: (B)(4)) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.